Event description:
Per the clinic, the patient experienced poor sound quality with device use and tenderness around the implant site. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed april 2, 2014.

Manufacturer narrative:
(B)(4).